Manufacturer narrative:
Reliability analysis evaluated 1 opened reservoir. Inspected reservoir, snap cap, and septum for anomalies, none were found. Ran occlusion test. Reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump performed pump manual prime, saw fluid flow through infusion set and out the catheter tip. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 209 mg/dl. The customer stated that she is receiving a no delivery alarm during manual prime. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to manually push the plunger and verify the tubing exits. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u .the customer is being sent a replacement reservoir.